Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to appear on (B)(6) 2018 at 5:00 pm. The patient stated that she manages her diabetes with a combination of glipizide 2.5 mg and metformin 1000 mg pills. The patient did not report making any changes to her usual diabetes management regimen due to the alleged issue. After the alleged issue began, the patient reportedly developed symptoms of ¿dizziness, seeing black spots, felt she wanted to pass out, wobbly and cannot stand straight¿. During the call, the patient claimed she drank water and took her usual dose of medication on (B)(6) 2018 at 6:00 pm in response to the symptoms. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was not being used for the first time. The csr noted that the test strips associated with the complaint had expired. The patient did not have unexpired test strips within discard date available to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.